Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # 810c79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and a gst60b reload present. The reload was received fully fired. Also, a gst60t reload (b) was received fully fired and one staple remained on the cartridge. Additionally, one metal piece(approximately 2.5mm) was returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. However, the staples were partially formed and u-shaped staples were observed. During the firing cycle, the tips of the jaw were open wider than usual. U-shaped staples were generated specifically at the jaw tips. After further evaluation, the analysis showed the knife wings were broken and one of them was returned, the other was not returned when the device was received for analysis, and this condition caused the malformed staples. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 810c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2024. Additional information was requested and the following was obtained: what were indications for procedure? Due to the malformed staple was shaped like a u-shape, the resection could not be completed and the procedure was changed to ileocecal resection. Did the patient have any preexisting conditions that would lead to a thick appendix? Originally, he was scheduled to have his appendix removed. The tissue was thick. Is it possible the patient had fecalith or other anatomical abnormalities that may have lead to the appendix not being easily compressible? Unknown. In order to complete the procedure, did the surgeon have to elongate the incision or convert the procedure to a laparotomy ? The surgeon had to elongate the incision, as the resection range has changed. Was the procedure completed laparoscopically or conversion to an open procedure? The procedure was completed laparoscopically. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Used in appendectomy patient's influence: no, yes. The patient has already been discharged from the hospital. The patient is stable. The originally planned appendectomy was changed to a ileal resection because the resection could not be completed due to this event. The extent of the originally planned resection has been changed.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 810c79. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional event information: ·no bleeding or tissue damage due to staple malformation. ·the knife did not move or the tissue was not detached. ·finally, another device was used to complete the case. ·the patient is stable after the procedure. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and a gst60b reload present. The reload was received fully fired. Also, a gst60t reload (b) was received fully fired and one staple remained on the cartridge. Additionally, one metal piece(approximately 2.5mm) was returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. However, the staples were partially formed and u-shaped staples were observed. During the firing cycle, the tips of the jaw were open wider than usual. U-shaped staples were generated specifically at the jaw tips. After further evaluation, the analysis showed the knife wings were broken and one of them was returned, the other was not returned when the device was received for analysis, and this condition caused the malformed staples. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 810c79, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, used gst60t black cartridge due to thick tissue. Although the tissue was thick, the doctor managed to get tissue into the jaws and attempted to be fired, but after closing, a strange noise occurred during the firing, the device could not be fired. (U-shaped staple on the entire length) when attempted to re-dissect, used gst60b blue cartridge and fired 2 times, but the u-shaped stapling occurred at 1st firing, probably the device had been damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2024.